Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 229 mg/dl but her sensor glucose reading was 40 mg/dl. The customer experienced a low blood glucose level of 60 mg/dl and had orange juice. The sensor and blood glucose difference was not within an acceptable range. The insulin pump alarmed calibration error. The device was not returned.